Event description:
A surgeon reported regularly finding micro particles of steel from the knife "blocked" in the incision during procedures. Additional info has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the micro particles experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as particles or foreign material, are removed from the lot and scrapped. (B)(4).